Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that the customer had experienced a series of low blood glucose. The customer¿s blood glucose level was 78 mg/dl when they visited their doctor. The customer¿s current blood glucose level was 182 mg/dl. The caller also reported that the emergency medical services was dispatched on (B)(6) 2017 due to low blood glucose. The customer¿s blood glucose level during the incident was 35 mg/dl. The customer had a fall due to the low blood glucose. They were not hospitalized. Troubleshooting was performed. The insulin pump¿s programming was accurate. There was no malfunction noted. The device will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.